Event description:
It was reported by the customer stating that while setting up for a ex hand held bx, they received the l4-033 error code. Case was cancelled and the patient will be rescheduled.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.